Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date in the same month, the patient was hospitalized for the event. On the same day as the onset, the patient began treatment with injection merocrit (500 milligram, twice a day, intraperitoneally) and on the next day, the patient began treatment with injection vancomycin (1 gram, stat dose, intravenously) for peritonitis. Treatment with injection merocrit and injection vancomycin was ongoing at the time of report. The patient¿s outcome was unknown and the action taken with dianeal therapy was not reported. No additional information is available.